Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up showing high, out of range, high voltage lead impedance on the rv lead. Programming changes were made. Patient was stable before, during and after the event.